Manufacturer narrative:
The complainant indicated that the guide wire has been disposed of at the user facility and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a superficial femoral artery angioplasty procedure, withdrawal difficulties were encountered. The anatomy location, vessel and lesion characteristics are unknown. The starter guide wire was advanced across the lesion. While advancing a wanda balloon catheter over the guide wire, the physician noted that there was some friction. The balloon crossed the lesion and was inflated; the number of inflations and to what atm's is unknown. After the balloon was deflated, the physician was unable to remove the guide wire from the balloon catheter, therefore, the balloon catheter and guide wire were removed together as a unit. No patient injury or complications were reported. The patient's condition was reported as "stable".